Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 540 mg/dl. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose. Customer related they are visually impaired so will need to get assistance to complete troubleshoot. The insulin pump will not be returned for analysis.